Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error alarm (line number 964 file number 23) due to a software error..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 412 mg/dl. Customer experienced multiple blood glucose values such as 345 mg/dl and 365 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer stated that the insulin pump had software error detected. The customer stated that they were able to clear the alarm successfully. Customer also stated that the insulin pump 0passed the self test. The insulin pump will be returned for analysis.